Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion patient experienced vaginal bleeding and urinary incontinence.

Event description:
It was reported that a patient underwent a pelvic organ repair procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures in (B)(6) 2010 and (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced dyspareunia and had multiple revision surgeries and had mesh explantation on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2011. The patient experienced pain, erosion, urinary problems and dyspareunia post implantation. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.